Event description:
By impaction instrument broke during surgery. Surgery time was 30 min. Extended. Backup device used.

Manufacturer narrative:
After further review it was determined that the report was submitted in error. And we are filing this correction report.